Event description:
It was reported that the customer closed the car door on the pump and shattered the pump. Pump is now unresponsive. Customer had high blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.